Event description:
The mother of a (B)(6) male patient called zoll customer support to report that the patient's monitor was not powering up properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to corrosion on connector j502 on the c/a board, causing the +5v and -5v power supplies and capacitor c19 to short. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient received a replacement monitor.